Event description:
It was reported that the ventilator breath rate was set to 12 but delivered 60 breaths while connected to a pt during transport. The ventilator was making a noise like it was "taking off increasing speed". The pt was manually ventilated for the remaining part of the transport.